Event description:
During an alif with a synfix device, one of the tips to the disc rongeur broke off. It was noted that the device may have accidently grabbed the metal retractor in the wound. The broken tip was retrieved and the procedure was completed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: the bottom cutting tip had broken off in the area of the pin. The instrument is over 7 years old. The hardness of the rongeur was measured at (B)(4) - however, it cannot be determined what affect the cleaning, handling and the aging process can have on the hardness. Too much force was applied to the tip of the rongeur or it broke off due to a tension crack. The exact cause cannot be determined.

Manufacturer narrative:
The instrument is over 7 years old. The DHR cannot be found and therefore a review is not possible. However a complaint history review was carried out and there has been no other case with broken tips from this lot number. The bottom jaw of the rongeur is broken off and returned separated from the rest of the instrument. On the left side of the instrument tip, the fracture line extends along the pin that extends through the inferior shaft section. The fracture of this rongeur tip may be a result of inappropriate use of the user, applying excessive pressure to other metallic instruments as indicated in the complaint description. As the device is 7 years old, it is also possible that another contributing cause is related to wear from repeated usage. The design risk assessment was reviewed and was found to be adequate for the intended use.